Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 171 mg/dl at the time of the incident. The customer also reported that they had received a compromised force sensor system alarm while changing the set. The customer was advised the pump will need to be replaced. The customer was advised to refer to back-up plan, per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm.